Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported " image noise occurred" on the subject device. There was no patient involvement on this reported event , no harm reported due to the event.

Event description:
It was reported " image noise occurred" on the subject device. There was no patient involvement on this reported event , no harm reported due to the event.

Manufacturer narrative:
This report is being submitted to provide additional information based on device evaluation and final investigation results from the legal manufacturer. The customer returned the camera head to olympus for the issue: ¿image noise¿. The subject device was inspected, and the issue was confirmed. Device evaluation found the main unit was flooded; flooding in the main unit imaging; flooding of the camera cable; and scratch on the lens of the main unit. Based on investigations , it was noted that the internal charge coupled device (ccd) may have failed due to the main unit image capture and camera cable were found to be flooded. Therefore, it is presumed that normal communication is no longer possible, resulting in the generation of image noise . A definitive root cause of the phenomenon cannot be conclusively determined. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. As per the instructions for use (IFU) manual: if an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. Do not bump or drop the product. Do not bump or drop the product, as water leakage may cause damage to the product's internal electric circuits. Olympus will continue to monitor field performance for this device.